Event description:
Pt reported "the physician has had difficulty hitting the access port. At their first fill it was found that the port had flipped so they had to have surgery to fix that. The last two times the dr went to fill the port, there was no fluid in the band. Pt feels some restriction for two weeks and then it becomes much less restrictive". Follow-up findings with the physician reported as "I don't see a leak on the film but all signs are there so I plan on replacing the port". The physician confirmed an earlier surgery where he reafixed the flipped port.